Event description:
On (B)(6) 2014, a reporter contacted animas alleging that the pump did not have power. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 04/10/2015 device evaluation: the pump has been returned to animas and evalauted on 04/02/2015 with the following findings: rebooting was observed in the pump¿s black box. The rebooting was preceded by a call service 88 alarm on 12/05/2014 at 6:40pm. The voltage in the black box was low. No damage was found to the battery cap or compartment. The pump powered on normally with no alarms. The pump¿s electrical current draws were tested with no defects were found. A replace battery alarm was reproduced during testing. The pump was exercised for 24 hours with no alarms or power issues occurring. The pump was opened and no damage was found to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.